Event description:
Boston scientific received information that a low shock impedance measurement was detected on this patient's transvenous right ventricular (rv) lead, resulting in a latitude red alert. No adverse patient effects were reported as a result of this observation. A revision procedure was performed, during which it was discovered that this patient's rv lead had dislodged. The lead is believed to have dislodged due to twiddler's syndrome. The lead was successfully replaced, and available information suggests that it will be returned to boston scientific.

Event description:
--

Manufacturer narrative:
No additional information is currently available. This event will be updated if any additional information becomes available, or if this lead is returned for analysis. .

Manufacturer narrative:
Subsequently, this rv lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead noted set screw marks on the terminal pin. No signs of lead body damage were found. Detailed analysis confirmed that this lead was electrically within specification. Final analysis was unable to confirm the clinical observations. This event will be updated if any additional information becomes available.